Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was in the incorrect code after replacing the battery and not having used it for 9 years. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 at 7am. The patient reported using no diabetes medications to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 6 hours after the issue started, she developed symptoms of feeling 'dizzy, hot flashes, lightheaded and shaky.' The patient reported on (B)(6) 2012 at 1pm, she drank water to relieve her symptoms. At the time of troubleshooting, the cca discovered the patient's test strips were expired. The patient reported that she used the 'm' button to try to change the code. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she was unable to test her blood glucose and therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.